Event description:
It was reported that the Arctic Sun device had a defective mixing pump and that the circulation pump was too weak. Per review of WO on 22JUL2026, there was no patient involvement

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.All available UDI information is being provided.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.